Manufacturer narrative:
Qc was within specifications prior to the event. System check performed on 12/21/2006 was within specifications. System check conducted on 12/27/2006 passed after repeating a failing parameter 3 times. The specimen was collected in a 100mm, bd, green top tube and centrifuged at 6,000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab on 01/05/2007: the fse replaced: aspirate probes, substrate probe, and mixer belt and all pulleys. The fse found the pipettor was slightly bent and replaced. The fse performed diagnostic testing and results passed within specifications. The fse verified the instrument per established procedures. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single patient sample that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 1.62ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.